Event description:
It is reported that due to an issue with the device "luer connector of the inflation port", the nurse was unable to inflate the balloon.

Manufacturer narrative:
The nurse used a hospital syringe to inflate the balloon and did not have a problem inflating the balloon. Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow-up report will be submitted. There is an add'l info case associated with this product; therefore a separate FDA 3500a form had been generated to address the other case. (B)(4).